Event description:
Nanocross pta balloon was being used for angioplasty of pt's rt spa. (B)(4). After using balloon in pt, doctor was trying to deflate the balloon to remove it. Balloon would not deflate. After he pulled on the balloon a little bit, the balloon began to deflate and was able to be removed from pt.